Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power up and displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.